Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding a patient having spinal therap y. It was reported that the washer cracked. The event occurred post operatively and no patient involved. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of product:9560524, lotno:my19a001r - during the incoming inspection, the requested phenomenon was observed, the screw thread of the hand screw was deformed, the joint was worn, and the tube retractor was loose. Also, the handle screw is adhered to the screw at the cable tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.